Event description:
It was reported that the patient received two trach tubes, both of which would not hold air. No patient injury was reported.

Manufacturer narrative:
One (1) sample was received in its original packaging inside a ziploc bag, in used conditions and without its certificate of decontamination. Visual inspection was performed at 12 in under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged was detected. Functional test: sample was filled with 5cc of air in order to see if there was any functional problem. After the whole cuff inflated, the device deflated and inflated 4 times, and at all times the cuff inflated completely. The complaint was not confirmed. The sample was tested on leak test and no leak was detected. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).